Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan alleging that his one touch ultra2 was not powering on. The patient indicated that he only has had the meter for a couple of weeks. The customer care advocate (cca) verified that the batteries were correctly installed; however, the cca noted that the patient has not replaced the battery per the owner's manual. The cca also confirmed that the meter was not powering on with the power button and by inserting a test strip. During troubleshooting, the patient replaced the battery and the power issue persisted. When asked if he received any medical attention due to the alleged issue, the patient indicated that he sought assistance/advice from a health care professional on an unknown date. He stated that he was experiencing symptoms of dry mouth and sleeping a lot at the time of concern. The patient had lab tests done but has not received the results from his doctor. The patient did not report any additional treatment besides the blood glucose tests. It would be helpful to know the following: the patient's diabetes care regimen (testing frequency and diabetes medication regimen), how long the patient was unable to test due to the alleged power issue, and if the patient attempted to test on his meter while experiencing the symptoms. It would also be helpful to know when his reported symptoms started, if they were relieved, and the results of his lab tests. Based on the provided information, this complaint is being reported because the patient alleged he developed symptoms and that the meter was not powering on. The meter, test strips, and control solution were replaced.